Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was just implanted on (B)(6) 2020 and stated "it quit working a couple days ago." They are having a loss of therapy and has been "dialing it up higher and higher". They normally feel it in their hands but now, it is not having any effects on their symptoms at all. They mentioned that since the implant, they have had the initial programming and another programming session. They started losing therapy a couple of days ago. The amplitude is at 4.0 and stimulation is on where the physician left it. They do not have any other available groups to try. It was advised for the patient to follow up with their healthcare provider (hcp).